Event description:
It was reported by service report that the scale was not accurate and the bed was drifting down. No patient involvement or adverse consequences were reported.

Manufacturer narrative:
Result: lift motors, load cells.